Event description:
It was reported that the patient felt a shock ¿ self-described as a "tingle all over [the patient's] body" ¿ after which an audible alert tone was heard. From an interrogation three days later, intermittent t-wave oversensing was observed on the right ventricular(rv) lead, and a change to rv sensitivity was recommended. Approximately three weeks later, the patient reported experiencing multiple shocks per day with ¿tingling.¿ the patient also reported having had an infection after implant. The device and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.